Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received and it was reported that this patient would continue to be monitored. No adverse patient effects were reported. This pacemaker remains in service.